Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they have not worn their aligners, due to having a crown replaced. 3 fillings done, due to their tooth cracking in half and exposing the nerve of the tooth. This was necessary dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.